Event description:
It was reported that the patient presented for a follow-up and high pacing impedance and high capture threshold was observed on the right ventricular (rv) lead. No intervention performed. The patient was stable; no adverse health consequences.

Event description:
New information received indicated that the right ventricular (rv) lead was capped and replaced on (B)(6) 2022. There were no adverse health consequences to the patient.